Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient's wife reported that the patient had an overfill "3 weeks ago" and that patient had a heart attack related to this. The patient's peritoneal dialysis nurse reported that the information provided by the patient was incorrect and confirmed that the patient complained of being overloaded rather overfilled. Per the nurse, his heart attack was not due to being overfilled and stated that the patient had a stent collapse in one of the arteries which was "incontinent" with heart attack he had and there was no co-relation with the patient being overfilled.

Manufacturer narrative:
The complaint device is unavailable for failure analysis investigation as the serial number is unknown. All device history records (DHR) are reviewed and released according to ¿DHR review checklist & release procedure¿, a device is not released if it does not meet requirements or is nonconforming.

Event description:
This patient had a coronary artery stent collapse. During follow up the nurse confirmed the patient had a coronary artery stent collapse. She also confirmed there were no overfills and the volume overload was not related to the patient's heart attack.